Event description:
It was reported that the device was explanted after an implant duration of ten days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.